Manufacturer narrative:
(B)(4).

Event description:
During the initial procedure on (B)(6) 2011, an isolator synergy device was used. The device was used on the first lesion in the heart and operated normally. During cleaning, the lower jaw dislodged. A second device was opened and the procedure was completed without any consequence to the patient.